Event description:
Sub-glottic port became detached from the body of the tube when patient was being rolled. No pressure or pulling of tube. It required an tube change.

Manufacturer narrative:
According to the complaint description the sub-glottic port became detached from the body of the tube when pt was being rolled. No pressure or pulling of tube. In situ between (B)(6) 2026 - (B)(6) 2026. No lot/photo/sample available to date. The initial claimed twist cannula was stated to be twist plus later on. However, based on the complaint description, the issue is consistent with the known failure pattern concerning subglottic suction line detachment in twist plus during clinical use. This issue was addressed under a related capa000330, implementation is completed. However, due to the missing lot it cannot be determined if the cannula was produced prior to CAPA implementation. No further sample investigation required, as rca within CAPA completed with testing of model variant. The failure pattern appears to be multifactorial, with the primary root cause related to design limitation of the subglottic suction and surfaces preparation prior to bonding. Certain clinical conditions, such as inhalation therapy, mechanical stress, microbiological environment, may contribute to adhesive bond failure.